Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. However, data logs showed a previous occurrence of two errors. The representative subsequently replaced the power supply and starter board for the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The starter board for the imaging system was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The power supply for the imaging system was returned to the manufacturer for evaluation. Testing found that the voltage of the power supply would fluctuate. The generator power control board has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
Medtronic received information that, while in a spinal fusion, the imaging system beeped continuously. It was reported that restarting the imaging system would temporarily restore functionality. A second medtronic imaging system was brought into the operating room (or) to complete the procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The analysis of the generator power control board was completed by medtronic personnel. Testing found that, when installed in a known operational imaging system, the imaging system displayed two generator errors at start up.